Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax requiring a chest tube. During the procedure, the patient's anesthesia tube became disconnected from the anesthesia machine for 2-3 minutes - there was no connection issue at the endotracheal tube (et) tube end (where the ion system is connected). Post-procedure, the patient was found to have a pneumothorax that required chest tube placement. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.